Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6f mynxgrip vascular closure device (vcd) was partially carried out by the balloon during use. There was partial plug in the delivery system after removal from the patient. The sealant was deployed to the proper location but was subsequently dislodged. The sealant was deployed partially into the tissue. Manual compression was used to stop the bleeding. There was no patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the vcd. There were no obvious signs of device or package damage prior to use. The vcd was used with a 6f non-cordis sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the vcd. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. The device was used with a non-cordis 6f sheath. The vessel type at the puncture site was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity, and no pvd or calcium was present near the puncture site. Manual compression lasted approximately 15 minutes. During the procedure, the advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the plug of a 6f mynxgrip vascular closure device (vcd) was partially carried out by the balloon during use. There was partial plug in the delivery system after removal from the patient. The sealant was deployed to the proper location but was subsequently dislodged. The sealant was deployed partially into the tissue. Manual compression was used to stop the bleeding. There was no patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the vcd. There were no obvious signs of device or package damage prior to use. The vcd was used with a 6f non-cordis sheath. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the vcd. The mynx vcd was used in an interventional procedure with an antegrade approach. The deployer was mynx certified. The vessel type at the puncture site was arterial. There was no vessel tortuosity, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. Manual compression lasted approximately 15 minutes. During the procedure, the advancer tube was held in place while removing the balloon from the access site. The vessel depth was not shallow. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock in the open position, with a syringe attached to the device, and the sealant sleeve in its manufactured position with no sheath inserted on the unit. The advancer tube and sealant were returned in their manufactured positions as well. The condition of the returned device likely indicates that the device was not deployed. Additionally, no visual damages or anomalies were observed. Per functional analysis, the sealant deployment mechanism was tested to verify the correct configuration of the device as received. The results obtained showed that no problems in the device¿s deployment mechanism were present, as this could be actioned as expected by advancing the advancer tube and deploying the contained sealant. Additionally, an inflation/deflation mechanism evaluation was executed, along with a sheath insertion to push the sealant sleeve as required per the instructions for use (IFU), and it was observed that the balloon conditions were not compromised in any manner, nor any impediment was observed to insert into the corresponding sheath. The reported event of ¿sealant-sealant misdeployment-partial¿ was not confirmed through analysis of the returned device since the device was received in a condition that suggests that the device was not deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the analysis of the returned device, it is not possible to determine what factors may have contributed to the reported event of part of the sealant coming out with the device since the device received showed no signs a deployment attempt, which did not match the description provided. Since there were no anomalies noted to the device received during analysis, procedural/handling factors is a possible contributing factor to the partial misdeployment reported. According to the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Slowly withdraw the balloon catheter through the advancer tube lumen. Note: if unusual resistance is felt during balloon catheter withdrawal, pull the advancer tube and balloon catheter together through the tissue tract. While maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.